Event description:
About a year ago, started using the dialysis device; within a week, noticed that the shipment that she was getting was leaking. Now every dialysis device ship seems to have a leakage.